Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-08527. It was reported the patient was experiencing an intermittent "shocking" sensation down her arm while switching between therapy programs. The patient stated the issue started following a motor vehicle accident. Reprogramming of the patient's scs system was performed, however the issue persisted. X-ray imaging showed one of the patient's leads had migrated. Surgical intervention may be taken to address the issue.